Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The rac was analyzed. In logs, the 281 error was found indicating this rac failure. Confirming the fault that occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system and completed program. After starting the rac failed error 281. No further investigation replicated the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the remote arm controller.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the remote arm controller boards (rac) 2to resolve the issue. The system was tested and verified as ready for use. Isi has received the rac 2 and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, repeated non-recoverable error 40068 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before calling the tse, the tse power cycled the system, but the issue was not resolved. The customer confirmed that the blue fiber cable connections between the surgeon side console (ssc) and the vision side cart (vsc) and the power cable were normal. The tse confirmed error 40068 in the logs indicating remote arm controller boards (rac) 2 issue on ssc 1. The tse had the customer turn off the ssc 1 breaker. The customer restarted the system in a single ssc configuration to continue with the procedure. The procedure was completing as planned with no reported injury.